Manufacturer narrative:
This report is for (2) unknown rod/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6) without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision on (B)(6) 2017 due to non-fusion at the c2-7 level instability. The patient was implanted with a synapse construct, and the surgeon removed the hardware so he could operate. The original construct which c3 to c7 was extended to c2. During the revision approximately 10-12 set screws were removed to facilitate the extension of the hardware. There was no allegation against the set screws. After the set screws were removed two rods and additional set screws were implanted to extend the construct. All the hardware was removed intact. No device malfunction was involved. There is no information about the items that were removed. All items have been discarded. There was no harm caused to the patient, and the procedure was completed successfully with no surgical delay. There is no additional information. This report is 3 of 3 for (B)(4).